Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an extensive iliofemoral deep vein thrombosis (dvt) using a penumbra engine (engine). During the procedure, while aspirating thrombus, the engine fell off a trolley due to vibrations. The engine was then picked up and placed back on the trolley; however, the physician noticed that the engine wasn't producing full vacuum. It was reported that the four indicator lights are still working. Therefore, the physician decided to disconnect the engine and placed a thrombolysis catheter across the occluded vein. The procedure was completed by administering tissue plasminogen activator (tpa) overnight. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the lot number of the product in complaint was initially unknown and was later provided upon receipt of the device. Therefore, the following sections have been updated: 1. Section d. Box 4. Lot #. 2. Section d. Box 4. Expiration date. 3. Section d. Box 4. UDI #. 4. Section h. Box 4. Device manufacture date. Evaluation of the returned engine could not confirm the reported complaint. During functional testing, the engine was powered on and able to produce full vacuum. All four vacuum indicator illuminated. The engine was powered on approximately ten minutes on the table and no vibrational movement was observed. The dampeners were undamaged. Penumbra engines are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.